Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Patient code 3191 is used to indicate surgery.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that, during implant testing, the device did not convert the induced arrhythmia. Multiple shocks were given without success. The implant was intra-muscular with a shock impedance of 120 ohms. Repositioning was done and the system still did not convert the induced arrhythmias. The system was explanted and replaced with a trans-venous system. There were no additional adverse patient effects.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during implant testing, the device did not convert the induced arrhythmia. Multiple shocks were given without success. The implant was intra-muscular with a shock impedance of 120 ohms. Repositioning was done and the system still did not convert the induced arrhythmias. The system was explanted and replaced with a trans-venous system. There were no additional adverse patient effects